Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 01/2023).

Event description:
It was reported that during a stent placement procedure, the stent allegedly failed to deploy. There was no reported patient injury.

Event description:
It was reported that during a stent placement procedure, the stent allegedly failed to deploy. It was further reported that the system was difficult to introduce. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was returned for evaluation. Based on the investigation performed in the laboratory, a partial deployment could be confirmed. The outer sheath was elongated, indicating high retraction forces applied to the device. Given the conditions of the system, a difficulty to advance could not be reproduced and the issue could not be confirmed. No manufacturing issues were identified. The system was flushed, and appropriate guidewire and introducer sheath were used. The vessel was not calcified but it was tortuous in nature. The device was straightened and the stent graft was placed in a straight section of the lumen prior to deployment. Based on the investigation of the provided information, the investigation is closed as confirmed for partial deployment. Difficulty to advance the device could not be confirmed. A definitive root cause could not be determined based upon the available information. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use sufficiently address the potential risks. Regarding the preparation of the device the instructions for use states 'flush the stent graft lumen with sterile saline by using a small volume syringe.(...). Regarding the precautions prior and during deployment the instructions for use states 'prior to stent graft deployment, ensure that the proximal (inflow) stent graft end is positioned in a straight section of the lumen to reduce the risk of higher deployment forces and possible endovascular system and 'if unusual resistance or high deployment force is encountered during stent graft deployment, abort the procedure, remove the delivery system and use an alternative device¿. The instructions for use states regarding the accessories 'the use of an appropriately sized introducer sheath is recommended; prepare a stiff 0.035" guidewire per its instructions for use and advance the guidewire under fluoroscopy to the target location'. ¿the packaging pictograms indicate an introducer size of 9f and a 0.035" guidewire. H10: b5, d4 (expiry date: 01/2023), g3, h6 (device). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.